Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. During implant planning, the surgeon observed that upon adjusting the plan to make implants deeper in the posterior aspect in an attempt to loosen the joint, it actually appeared to tighten on the graph. The case continued without further incident and was reported to have a successful outcome with implants placed to plan.

Manufacturer narrative:
As part of normal complaint follow-up an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). In this case, the tibial implant overlapped the femur bone in high flexion and thus tightness was reflected on the graph. The software functioned as intended, and the surgeon was able to achieve a successful outcome.